Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the suspect instrument was used when testing. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the site experienced difficulties tracking the green navlock instrument. The reported issue was resolved by adjusting the orientation of the instrument. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The investigation found that the issue was suspected to have been caused by the placement of the instrument, however confirmation could not be provided.